Manufacturer narrative:
No button response due to flattened dome switches. Insulin pump was unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump was unable to confirm excessive no delivery alarms due to keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump was not delivering insulin. Customer experienced vomiting, confusion, and weakness. Customer visited the emergency room on (B)(6) 2014 at 6 pm. Customer does not remember anything that occurred. Customer had diabetic ketoacidosis. Customer was hospitalized until (B)(6) 2014. Customer was wearing the pump at the time of the visit. Customer stated that the device did not alert a no delivery on the day of the event. Customer had a no delivery alarm a couple of days prior to the hospitalization. Customer changed the site and remembers it was bent. The infusion set that was removed at the hospital was also completely bent. It has been alarming no delivery on several occasions and the last two times the cannula was bent. Customer treated with a manual injection since her current blood glucose level was 397 mg/dl. Customer has had a broken belt clip and keypad issues. Customer was advised to discontinue use of the pump. No further assistance needed.